Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device was pulled into the MRI. Patient was involved but no patient harm occurred.

Manufacturer narrative:
H3: root cause findings: the reported problem was confirmed through visual inspection, events log and during functional check. Both turbine and cooling fan components have become demagnetized by MRI device. Disposition: route ltv 1200 service repair p/n 18888-201-99 s/n (B)(6) s/v 05.10 to factory service to have bottom weldment p/n 19391-001, turbine and cooling fan assemblies replaced/ disposed of, then have assembly processed.

Event description:
Additional information received indicates that the ventilator was returned to the fa lab for further investigation. He reported problem was confirmed through visual inspection, events log and during functional check. Both turbine and cooling fan components have become demagnetized by MRI device.